Event description:
It was reported that pt was diagnosed with angina cordis. Drugs administered were heparin and panodine. Intra-aortic balloon (iab) was inserted via right femoral artery. There is no mention of a sheathed insertion. " soon after the iab was inserted the pump alarmed (the alarm was not specifically listed). The pump & extension tube were exchanged; however, alarm continued. An x-ray was taken and revealed that iab was in proper position." "Due to continuous alarm iab was exchanged. After exchange, pump did not alarm. After md removed iab it was noticed that tip of membrane was kinked." There were no reported pt complications. A follow up report will be filed if more info becomes available.

Manufacturer narrative:
.